Event description:
The patient was revised because of complaints of pain. A bone scan indicated femoral loosening, but when the surgeon tried to take out the stem, it would not come out and was well fixed. The surgeon chose to leave it in and use bone graft.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible, as the lot code required for retrieval was unavailable. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, need for corrective action is not indicated.